Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4).

Event description:
The stimulation turns itself off about every other day since about a month ago. Lately it shuts off every day. The patient thought he needs a new implant. It was noted that the patient wants to find a new doctor closer. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# (B)(4), product type: lead. (B)(4)

Event description:
Additional information received reported that the patient had good stimulation up until the revision in (B)(6) 2014. The manufacturer representative stated the x-ray of the lead looked like a 3998. Refer to manufacturer report # 3004209178-2014-16250 for the event regarding issues after replacement of this device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 2 months later reported that the patient's implantable neurostimulator (ins) was replaced due to depletion 1 month prior. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.